Manufacturer narrative:
(B)(4). Date of event: only event year known: 2019. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that "a linx device lxmc17 was removed patient complained of return of reflux symptoms over the last 3-4 months. Wanted a smaller linx device." There were no additional patient consequences reported. Observation per surgeon ¿ linx device was scarred in more than usual. Surgeon thinks it is due to the use of a hemostasis product at the time. Esophagus, post linx explant, was not ideal, according to the surgeon, for a linx implant. He decided to perform a nissen. Procedure: nissen fundoplication.

Manufacturer narrative:
(B)(4). Device analysis: overall review of the device function and dimensions show no anomalies from a device that has been reasonably changed as part of the explant procedure. Visual analysis was consistent with an explanted device, and link length and tensile force were found to meet the applicable specifications. Overall, no analysis conclusions relevant to the patient experience were found. The DHR for lot 12683 was reviewed. No ncs, reworks, or defects related to the pc were found.